Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with noisy signals on the right atrial (ra) channel. Upon review on the latitude, the device had recorded a signal artifact monitor (sam) event due to noise on the atrial channel. Lt was suspected that this lead could be damaged. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.